Manufacturer narrative:
Method: the device was reported to be available for return, to halyard for an evaluation, and at this time is pending return. A review of the device history record (DHR) was conducted for the reported lot number. Results: at this time the investigation is still in progress. Once the device is received, testing will be performed and results will be provided once completed. Conclusions: once the investigation and device analysis are completed a follow-up report will be submitted. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.

Event description:
Fill volume: 60 ml. Flow rate: 2 ml/hr. Procedure: unknown - anp. Cathplace: unknown - anp. Please reference: 2026095-2014-00284/14-01081(a). Incident 2 of 2: a pharmacist assistant reported 2 incidents of fast flow while using homepumps. It was reported that the time of infusion was shortened and infusion time was for 16 hours instead of the expected 22 hours. There was no patient injury or medical intervention required. It was reported that one pump was "kept." Additional information was requested, however it is not available at this time.